Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter had a display issue ¿ the display is all white. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged display issue first occurred at 5:30pm on (B)(6) 2015. The patient manages their diabetes with an unknown type and dosage of insulin (no adjustments) and denied taking any action in response to their regular diabetes management regimen routine as a result of the alleged display issue. The patient stated that ¿within 2 weeks¿ after the display issue began they developed the symptoms of ¿sweating, shaking, headache and weakness¿. The patient did not receive any form of treatment as a result of these symptoms, and did not mention that they had measured their blood glucose on any other device at this time. At the time of troubleshooting the cca noted that there was no misuse of the product and the patient was not using the device for the first time. The products were requested to be returned for evaluation and replacement products were sent to the patient. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.